Event description:
It was reported, "the pt lies with this cuffed trac, the hosp staff must check on the pt and frequently suck away snot out of the tracheostomi cannula." It was reported, "this operation is done by taken the inner cannula out in order for suction to be possible. When the hosp staff re-mounts the inner cannula, they tighten it too much with a risk of over-wrenching the device." It was reported, "there is a risk that the inner cannula can fall out from the screw-cover and fall into the lungs of the pt." It was also reported, "it looks like the device has been used".

Manufacturer narrative:
The lot number is unk. No analysis or conclusion can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.